Event description:
An endurant ii aortic extension stent graft was implanted during an endovascular procedure for the treatment of a 58mm abdominal aortic aneurysm. The diameter of the aorta at the renal artery was 16mm. Length of proximal aortic neck was 8mm. 30 degree cranial angulation, moderate to severe vessel tortuosity and mild calcification were also noted. It was reported during the index procedure the graft covered the patients renal arteries. The physician left the graft in place and added a dialysis catheter.  As per the physician the cause of the occlusion cannot be determined.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported renal artery occlusion could not be assessed on the pre-implant films returned, therefore, the cause of the event could not be determined. Procedural angiograms and contrast post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Apart from the short infrarenal neck (10mm), analysis of the returned films did not reveal any other anatomical anomaly that may have contributed to the reported occlusion of the renal arteries by the stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.